Manufacturer narrative:
Additional information was received on (B)(4) 2014 including the exact implant and explant dates. No further information has been received.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on (B)(6) 2007 and subsequently was revised in (B)(6) 2012 due to undefined medical conditions. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - april 2012 (exact date unknown). Explant date - april 2012 (exact date unknown). Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.